Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 a mesh and boston scientific polyform were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2007 and boston scientific polyform and ams in-fast were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure due to st 3 pelvic organ prolapse and stress urinary incontinence and mesh was implanted with concurrent rectocele/enterocele repair and perineoplasty. It was also reported that patient underwent insertion of st 2 interstim implant on (B)(6) 2008 due to overactive bladder. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent stress urinary incontinence and overactive bladder.